Event description:
Info received indicates the head section sometimes doesn't go up.

Manufacturer narrative:
The tech found contamination on the CPR valve. He replaced the CPR valve to repair the bed.